Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-11293; related manufacturer reference number: 2017865-2021-11294. It was reported that the patient experienced thrombosis. The pacemaker, atrial, and right ventricle leads were all explanted. Patient was stable.